Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented multiple false pause episodes due to undersensing of intrinsic activity. Programming changes were made, increasing the sensitivity. Patient was asymptomatic and will continue to be monitored.